Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not advance to the next screen on the pump touch screen. Customer could not recall if the buttons were grayed out, not displayed or unresponsive. Customer could not find any issues in the pump history. As the event occurred in the past, tandem technical support was unable to determine a possible cause of the event. There was no reported impact to blood glucose.